Manufacturer narrative:
Other relevant device(s) are: etlw1613c156e, (B)(4).

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that, approximately five months post index procedure, the patient had a limb thrombosis in the left leg originating from the endurant iis stent graft and the patient was referred to a specialist. Nine months and six days post index procedure, a CT revealed that there was some angulation of the infrarenal neck near the flow divider. Additionally, the CT revealed that the left limb of the device was occluded at the level of the flow divider and the occlusion extended to nearly the left internal iliac artery. The distal end of the stent graft left limb appeared to be not fully expanded. The physician elected to revascularize the left limb. The physician then elected to reline the left limb with another endurant stent graft limb. The endurant stent graft limb was implanted below the flow divider and extended distally to the previously placed stent graft limb. The physician then performed serial dilations using a reliant balloon and another manufacturer's balloon. A final angiogram revealed that the flow had been restored to the previously occluded limb and the event was resolved. Per the physician, the cause of the occlusion was due to a bend in the graft or due to crimping of the distal end of the left limb. The physician did not state the cause of the bend or the narrowing. No additional sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Film evaluation results are: the exact cause of the left limb occlusion could not be determined from the films provided. The pre-implant anatomy is unknown, and angio¿s at implant and post-implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. Films at 1 month noted thrombus within the bifurcate aortic body; however both limbs were patent. Recent films at 9-months confirmed that the left/contra limb was 100% occluded beginning at the flow divider. It is possible that the stent graft compression (to ~6mm ID) observed at the distal end of the lcia, in a narrow section of the vessel which also appeared to contain calcification, may have contributed to the occlusion. No other stent graft kinks or compression was observed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Films during the intervention which resolved the occlusion were not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.